Event description:
It was reported that patient underwent a tibial nailing procedure on (B)(6) 2014. During the procedure, the connecting bolt fractured in the nail. The nail was removed and another nail was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Manufacture date ¿ unknown.